Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is thus only based on the analysis of the returned pacemaker. Upon receipt, the pacemaker was interrogated. The battery status was found to be 70 percent. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. The clinical observation was not reproducible during analysis. The pacemakers memory content and follow-up data were inspected. The follow-up history showed an increase of the rv pacing impedance to values > 2500 ohms in unipolar and bipolar configurations, as mentioned in the complaint description. Furthermore, rv lead failures were documented on december 4th, 2021 and on november 29th, 2022. The data additionally showed that on the day of the surgery, (B)(6) 2023, and presumably during the surgery procedure, pacing impedance values > 2500 ohms occurred in unipolar lead configuration. Bipolar values were normal at 800 ohms. Based on this observation as well as the analysis of the pacemaker, it is reasonable to assume that the lead polarity was kept in unipolar configuration during the surgery, which presumably led to the out-of-range values measured with the new implanted lead. Based on analysis, a damage of the old lead cannot be excluded. Should the lead become available for analysis, this report will be updated. In conclusion, the pacemaker is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. The clinical observation was not reproducible.

Event description:
A permanent loss of capture on the ventricular channel was observed leading to the associated pacemaker being replaced. During analysis of the pacemaker, high rv lead impedance 2500 ohms was found. Subsequently, this rv lead was capped and replaced. Should additional information be received, this file will be updated.